Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual examination of the first reload noted that it was fully fired with the jaws open. The proximal end of the reload adapter was broken from the device. Due to the noted damage no functional testing was performed. Visual examination found that the second reload had a full complement of staples and the third reload was fully fired. Functional evaluation of the second and third reloads found no abnormalities records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken adapter may occur due to over flexure of the reload while attached to the instrument the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter, during a laparoscopic procedure, while the reload was attached to the stapler the surgeon needed to manipulate the stapler and it looks like it bent at the point of attachment. This event occurred with both staplers. It is unknown how the case was completed. No known patient injury.